Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter called lifescan (lfs) and alleged that the patient was unable to test on his meter. The medical affairs specialist attempted unsuccessfully to reach the patient for more information. A letter has been sent to reach the patient. The reporter was unable to describe the exact issue with the meter. The patient made an appointment with the physician to have his blood glucose tested. The result obtained was not provided. No other treatment was reported. The issue was not resolved with troubleshooting. No allegation of injury or harm was made. A replacement meter has been sent.